Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem; all systems were verified to be functioning normally. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported problem is unk. (B)(4).

Event description:
A surgeon reported that during a vitrectomy, the infusion of bss (balance saline solution) did not occur. The procedure was completed using manual infusion of bss by gravity. There was no pt harm reported.